Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 517 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their health care provider changed the settings on their insulin pump the previous day. The customer declined to check the settings on the device. The customer was advised to change the infusion set and reservoirs as soon as possible. The customer did not return the product back for analysis.